Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant product: product ID: 6943-65, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial lead p wave sensing was diminished and the threshold had increased and was high. Subsequently, the lead was not pacing nor sensing and it was determined to have been damaged during a maze procedure. The lead was explanted and replaced. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.